Manufacturer narrative:
H10 the engineer provided part numbers for both normal open and closed. The system fully meets specification and was returned to use. The alleged malfunction was confirmed. The device was in clinical use when the reported event occurred. H11: h6: codes g1: contact information updated.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the alarm is not functioning right. The device was reported to be in clinical use and there was no harm or impact to patient or user. The customer was not sure if nurse call is normally open or closed. The remote service engineer provided part numbers for both normal open and closed remote alarms.